Manufacturer narrative:
We are awaiting device receipt. A follow-up report will be submitted once we have completed our investigation.

Event description:
It was reported during a study, the array catheter was placed in the left ventricle using a retrograde aortic approach. The array was deployed to high profile and geometry was obtained using a bard 5mm ablation catheter. The rhythm was analyzed and mapped and the physician delivered rf energy. During the last rf delivery, spontaneous ventricular tachycardia was induced. The patient converted to a slow ventricular rhythm with a severe drop in systolic blood pressure. The physician began manual chest compressions. The array was removed from the patient. The patient was given dopamine and the blood pressure returned to greater than 100mmhg systolic. Sinus rhythm returned and compressions were stopped. A cardiac echo was performed which revealed a pericardial effusion. A pericardiocentesis was performed. The patient remained stable, conscious and alert and was transferred to the intensive care unit. The physician stated he did not think the st. Jude product caused the effusion.